Event description:
Reporter alleged the lancet needle that is a part of the softclix plus lancing sys used in finger-stick blood glucose testing, protrudes outside the dial cap and does not fully retract after use. No actions or treatment reported. A request was made for return of the suspect device and replacement product was sent.